Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. According to the customer, during the event, the set pressure was 14 mmhg, the flow rate was set to high flow, the insufflation pressure was stable, no other gas source was used, the pinch valve was not exhausting smoke, the overpressure warning beep was provided, there was no tube clog warning beep provided, the smoke evacuation suction tube was not attached, the patient¿s abdominal cavity was distended normally, a reusable trocar was used. It was unknown if the relief mode setting was on or off, if the alarm delay setting was 0s or 4.5s, what the insufflation pressure reading was, or if the overpressure warning light was provided. The device was not used after the defect occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, as the reported high pressure alarm issue could not be reproduced during the evaluation, root cause could not be determined. Root cause of the supply pressure sensor issue identified during the device evaluation (e03 pressure sensor abnormality and e04 offset data irregularity) was identified as a circuit board failure. However, specific root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic laparoscopic inguinal hernia repair, the high flow insufflation unit pressure was too high. The alarm was triggered during the procedure. The operation was carried out with no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following findings: due to a failure in the printed circuit board, the supply pressure sensor did not work properly. A defective motherboard was found, which caused errors e03 (pressure sensor abnormality) and e04 (irregularity with the offset data). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by the legal manufacturer's final investigation. It is presumed that the event was caused by faulty mother board.